Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1g, 5 days, route and duration not reported) and cefotaxime injection (1g, route, frequency and duration were not reported). At the time of this report, antibiotic treatment was discontinued and the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.